Event description:
The device overheated prior to a procedure at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to the procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The device overheated prior to a procedure at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to the procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results.